Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2015 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid, dose and concentration not reported, via an implantable pump. The indication for use was non-malignant pain. The patient¿s history included they were uncomfortable daily and had been in a wheelchair for about 19 years and was not able to walk. Per the patient this was not new and she had this all prior to implant. The patient reported they were constantly in pain since implant. The patient was constantly in a lot of pain and was always uncomfortable. The patient stated at implant they were continuing to bleed/ leaking spinal leak. The patient was legally blind and only knew she woke up wet. There was wetness at the catheter incision on their back. Per the patient they went in a second time but was not sure what they did but thought it was to fix the leak. The patient was scheduled to go back into surgery for the third time but the leak had stopped. The patient also takes oral medication. The patient was taking oral morphine 2x a day but now was only taking 1x a day. The patient was also taking neurontin 3x a day at 1200mg orally. The patient stated that the pump helped and the physician was increasing the medication/pump every time the patient goes in which helps. The patient went for a pump refill in (B)(6) 2017 and the healthcare provider could not find the port. They had to x-ray find out where the pump had moved to and found it under their breast. Per the patient they were able to fill the pump. No further patient complications have been reported as a result of this event.